Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device connector had leakage that was not specified. The returned device indicated a damaged grommet. Concomitant products: 694765 implantable tachy lead b)(6) 2010; unknown competitor implantable pacing, lead. (B)(4).

Event description:
It was reported that after a lead revision replacing the pace/sense portion of the right ventricular lead, the patient received an inappropriate shock due to oversensing of noise. The impedance on the high voltage coils was also noted to be high, and the lead was suspected to be fractured. During the revision procedure, fluid was noted to be inside the connection. Both the high voltage and the competitor pace/sense right ventricular leads were capped and replaced. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
As no further analysis was performed.